Event description:
It was reported that after the graft was implanted during a thoracic aneurysm repair procedure, blood leakage was observed to be leaking from a 2-3mm hole in the graft. The graft was repaired by a suture. The device remained implanted and was not adversely affected.

Manufacturer narrative:
Awaiting product return. Method code: the device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. This review evidenced that all of the devices produced in this batch passed permeability testing per internal procedures. Results code: the production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution.(B)(4).